Event description:
During the atrial tachycardia procedure, the saline bag for the cool point pump ran dry resulting in major st elevation and death of the patient. An angiogram had been performed with air present in the right coronary artery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.